Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The patient circuit tubing was replaced, and the unit was returned to service. No patient information available at time of MDR filing. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a large leak. There was no report of patient injury.